Manufacturer narrative:
.

Event description:
It was reported that a total knee surgery was delayed after it was discovered that the shrink wrap seal was breached. The case was delayed 1 hour while another one was found.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the inner and outer tyvek lids appear to have been sealed. The heat transfer is visible on both trays. One corner of the outer tyvek lid is still sealed to the outer tray. A review of complaint history revealed no prior complaints for the listed lot/failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The device was manufactured in 2011. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.